Event description:
Customer reported that during digital runs, images are delayed and have ghost images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded the software. System operates as intended.